Event description:
Impella housing was leaking and required a "bypass" to be done to eliminate the cracked housing. Circuit had been in use as our customary means with a 6 inch piece of pressure tubing placed between housing and the cassette tubing. Pt reported the leak. Bypass was performed by dr. Per the instructions from the manufacturer and phone call support from impella.